Event description:
It was reported that the offset broach handle inserter broke. The impaction head on the top of the inserter completely broke off from the rest of the insert while being used mid-case. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-90 MDR will be submitted.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h4 h6 h10 visual examination of the returned product identified the weld between the handle and strike plate to be fractured. Impact marks are present on both side of the strike plate and handle body. Scuffing is present on the distal end of the handle. The orientation feature has been dinged and deformed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.